Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Battery voltage on (B)(6) 2016 was 2.93 volts with mean longevity of 14.92 months. First two week average of battery voltage recorded on (B)(6) 2016 was 2.94 volts. Device manual states battery voltage should be greater than 2.85 volts at room temp at implant.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted with a low battery voltage. Six weeks after implant the device shows a remaining longevity of around fourteen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was subsequently returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted with a low battery voltage. Six weeks after implant the device shows a remaining longevity of around fourteen months. It was further reported that the ipg had premature battery depletion with unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.